Event description:
The customer reported that the system displayed a "kv on in error" message. The field engineer noted that the cine function was not working. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced a coin battery. The system operates as intended.